Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor (model type unknown) had a no flow issue. The device was set up to deliver a 5fu solution in 46 hours, however after 42 hours no medication had been delivered. There was no patient injury or medical intervention associated with this event. No additional information is available.